Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure stent dislodgement occurred. As the physician was placing the 3.5x12mm liberte bare stent on to the unknown guide wire, the stent dislodged from the stent delivery system (sds). The device never entered the patient and the procedure was successfully completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)